Manufacturer narrative:
Dfu and labeling evaluation: the event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: clearly addressed in the product¿s directions for use (dfu), which states: ¿breast implants can rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is more likely to occur over time. Silent rupture is common and often asymptomatic; therefore, patients should undergo regular MRI screenings starting at 3 years post-op, then every 2 years.¿ ¿ensure no excessive force is applied to a very small area of the shell during insertion of the device throughout the incision. Instead, apply force over as large an area of the implant as possible during insertion. Excessive forces can lead to implant failure by either gel fracture or implant rupture. The incision should be of appropriate length to accommodate the volume and profile of the implant with highly cohesive gel. This will reduce the potential for creating excessive stress to the implant when inserting it. Forcing implants through a very small opening may result in damage to the implants gel and possible ruptures or gel fractures. The dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. Literature reference: handel, n., garcía, m. E., & wixtrom, r. (2013). Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132(5), 1128. "A number of risk factors for rupture have been identified; the most common cause is surgical instrument damage." Device history record (DHR) review: a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformance's, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements.

Event description:
Event description: allegedly, it was reported a "device rupture, hematoma, gel fracture." Upon surgical opening on (B)(6) 2025, it was determined that the implant was ruptured. (Sn: (B)(6).